Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 15 hours. After sterilization the chemical indicator (ci) changed color correctly. The load included three high definition cameras. The load was released and used on a patient before the results were confirmed. There was no reported injury or harm associated with the issue. This event is reported to the FDA since the load was released and used on a patient before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
(B)(4). Load not recalled and suspected positive bi.

Manufacturer narrative:
Method: actual device not evaluated result: no results available since no evaluation performed. Corrected data: device information - correcting expiration date from unk to 08/31/2015. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from june2014 through may 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis for the product code of ''load not recalled" was reviewed from june 2014 through may 2015 and no significant trend was observed. Trending analysis by lot number was reviewed from 03/16/2015 to 06/16/2015 and no significant trend was observed. The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The cyclesure® 24 bi was not returned; therefore, no visual analysis was performed to evaluate possible user error. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a performance issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.